Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. Corrected h6 - device code(s). The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: a black fiber was found on leaflet cp1. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of particulate was confirmed based on the evaluation of the returned device and provided imagery. A review of DHR,lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''[...] When rinsing the 29mm sapien 3 transcatheter heart valve, hair-like particulates were observed on the valve leaflets. Despite rinsing, the particulates did not detach''. Material analysis was performed on the black fiber, and the sample spectrum of the black fiber is consistent to cellulose. A comparison of the incident particulate (black cellulose like material) with manufacturing materials was performed to verify that any similar materials and/or size were used in production. However, no similar material and/or size was identified to match the foreign particulate returned (figure 2). Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulates through multiple manufacturing mitigations in place. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. In this case, the particulates were noted on the leaflets after the valve was removed from the valve holder and rinsed. It is possible that the particulate was introduced during valve handling and/or during the valve rinsing process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, during device preparation of a 26mm sapien 3 ultra valve, it was noted that a black hair was on the leaflet of the valve. Several rinsings were performed to try to remove the hair. Then it was attempted to be removed with the loader. However, it remained on the leaflet. It was decided not to use this valve and a new one was used. The procedure was successful. As per evaluation of the imagery provided, a fiber was identified on the inner part of one leaflet.